Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, the sample has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during removal of the pt return electrode following a right hip procedure, a 3rd degree burn was noted on the pt's right upper back (where the return electrode had been placed). The burned area reported to be approx the size of a quarter. A consult for debridement of the burn was ordered.